Event description:
The customer reported that an acoustic alarm-signal sounds when the system boots up. The reset-button and all right buttons flashes then the system hang ups. A reboot corrects the problem.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep checked all the communication cable connection to the ipc board. He changed the bios-battery from the ipc, installed a new bios-setup (wadi-tool) and controlled the bios-setup for the right ipc. The system run for one week. The rep changed the communication board, but the failure didn't disappear. He will change the ipc.